Manufacturer narrative:
This is a supplemental report to correct customer information as filled in section e1.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that there was only black image due to cable break. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after the gallbladder surgery, the staff stepped on the camera head cable while removing the instruments in the operating room. Examination of the camera head after the accident revealed that it was not working. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that communication with the processor became impossible because the user stepped on the cable and the cable was disconnected.